Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a replace generator soon warning. The patient saw the message in early february and as a result, underwent surgical intervention in which the ipg was explanted and replaced. At the time of surgery, the patient still had therapy.

Manufacturer narrative:
Correction: reporter - physician information. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.